Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a blood glucose of 53 mg/dl. The customer mentioned that his insulin pump was broken in several pieces. The pump will be returning.